Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-08891. In response to FDA report number: mw5088616. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of anxiety-product/procedure, capsular contracture and edema was received on april 04, 2025 with lot number 2663558. Based on the device analysis grid, the assessments of the complaint are: anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported via regulatory agency right side implant exchange from textured to smooth implants due to the patient's concern with the product. Patient reported "swelling in the right breast area." Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.